Event description:
It was reported that during an implant attempt, the physician was unable to rotate the screw to fix the lead to the device. The device was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device also indicated that there were no anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the device was returned and analyzed and no anomalies were found. However, the setscrew had a rounded socket.